Manufacturer narrative:
Should additional information become available this event will be updated.

Event description:
Boston scientific received information that when performing a thresholds test on this implantable cardioverter defibrillator (ICD) telemetry was lost and the thresholds test did not stop. There was no asystole and no adverse patient effects. The health care professional also discussed episode storage as it was not possible to read all of episodes on the electrocardiogram. At this time the device remains implanted.